Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.